Manufacturer narrative:
The customer contacted resmed to request assistance regarding a power source issue; the device was not switching from an internal battery to an external battery. Resmed technical support went through the troubleshooting steps with the customer. It was determined that the customer was trying to connect a non-resmed external battery to a resmed astral device, therefore, the device was not recognizing the external battery. Resmed provided the customer with a resmed external battery which resolved the power issue. No device was returned to resmed for investigation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was unable to switch from the internal battery to an external battery power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.